Event description:
The customer reporter that while pipetting an hbc assay on ortho summit, the summit generated an error, the operator then selected continue and the instrument dispensed air bubbles in the wells in row d rather than washing the tips. The operator observed bubbles in wells c1, c2, c11 and all the wells in row d. A field service engineer was dispatched, he inspected the instrument, performed diagnostic checks and helped obtain the communication log. No death or serious injury was associated with this incident.